Manufacturer narrative:
(B)(4).

Event description:
Literature: capgras syndrome after deep brain stimulation placement for parkinson disease: a case report. David m. Brooks, md, mba, mph (university of pennsylvania, philadelphia, pa); andrew g. Reish, md; miriam segal, md; kelli williams, phd. Aapm&r abstract s18; poster 24. Summary: the authors report on a (B)(6) male who underwent bilateral subthalamic bilateral deep brain stimulator placement for medically refractory parkinson disease. The patient had a previous history of depression, hyperlipidemia and advanced medically refractory parkinson disease. Reportable event: four days post implantation, the patient experienced episodic agitation, poor safety awareness, paranoia and was noted to express paranoid delusions. Neuropsychological evaluation revealed capgras syndrome centered around the patient's wife. The patient was transferred to an acute rehabilitation hospital. Medical treatment with risperidone was initiated. The patient was discharged 14 days later (18 days post operatively). Two months later, the agitation and delusions resolved. The source literature did not specify which device models were used.